Event description:
It was reported that during a laparoscopic appendectomy procedure the device fired fine with a white load. The device was opened and removed from the patient. The cutline was fine, but the staples were malformed. When closing and firing the device the surgeon heard a cracking noise and the device felt different than normal. Another device was used to complete the case with a blue load. There was no patient consequence. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.